Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 06-jul-2020, (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 06-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient had an abscess at the chest position of the implantable neurostimulator (ins) implant site and on the skin near the extension. As an intervention the patient is taking chinese herbal medicine at home, with them advised to go back to the healthcare professional (hcp) for consultation. No further complications are anticipated. Additional information was received from a manufacturing rep (rep) indicating that because of the pustules near the skin of the ins chest position and the neck wire position that the system was explanted. This was suspected to be caused by a rejection reaction. The patient was in good condition. The patient will not consider re-implantation. No further complications were reported as a result of this event.